Manufacturer narrative:
(B)(4). Concomitant medical products: cat: 110035767, lot: 65087003v, comp conv glen liner vivacit-e, cat: 118001, lot: j7252716, versa-dial/comp ti std taper. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00051.

Event description:
It was reported that the patient was revised due to disassociation of baseplate and poly. Further, the surgeon also stated that the post was sheared off. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.